Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a visi-pro balloon expandable stent to treat an unknown lesion. It was reported that 5 days later, the patient expired.